Event description:
Additional information was received that this patient expired six days after receiving the shocks for atrial fibrillation and true ventricular tachycardia. It was noted that the patient's death was not related to the device performance.

Manufacturer narrative:
The physician turned on post shock detection enhancements. There was a report that the patient had been extubated, however no information had been received indicating the patient was previously intubated or it was related to the inappropriate shocks. All available information suggest the device was operating per programmed values. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information approximately four years ago that the patient with this implantable cardioverter defibrillator (ICD) received several inappropriate shocks for rapidly conducted atrial fibrillation (af). The physician planned to slow the patients rate down pharmaceutically with beta blockers. An adjustment to the detection enhancements was also discussed. No adverse patient effects were reported. The patient again presented to the emergency room just recently after receiving multiple shocks for af with rapid ventricular response (rvr). It was reported that careful programming had already been set up for this patient as they have both af with rvr and real ventricular tachycardia (vt) episodes. A review of the episodes indicated the rhythm began in the vt-1 zone and accelerated to the vf zone where no detection enhancements are available. There was also another episode where the device inhibited for a while due to the detection enhancements, but then the rhythm changed and the device treated. A boston scientific technical services consultant discussed programming options and recommended turning on post shock detection enhancements.